Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode. Review of stored device memory noted a sudden brady response episode that correlated with the syncope that was triggered due to an abrupt drop in rate where the device delivered pacing at a higher rate. Additionally, farfield oversensing was noted on the right atrial (ra) channel the day before and resulted in inappropriate atrial tachy response (atr) episodes. No additional adverse patient effects were reported. This product remains implanted and in service.